Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is attempting to treat and being able to on the insulin pump. The customer's blood glucose level was 566 mg/dl. The customer elected to treat manually until his blood glucose settles down and then resume therapy. The customer was advised on how to increase the bolus deliver if necessary but expressed caution. The customer was advised to call help line 24/7.